Event description:
A patient reported blood glucose results of "51 mg/dl, 204 mg/dl, and 198 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test performed in 11/2002 fell within range (149 mg/dl/123-181 mg/dl).